Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during enterectomy procedure when the surgeon attempted to fire, there was no progression of the trigger for clamp line shooting. There was no patient injury.